Manufacturer narrative:
Device was not returned. The physician stated that they do not know of any reason for the catheter migration and that the patient did not report any recent falls. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Reporter contacted technical solutions via email to report a catheter revision. They reported that the catheter had migrated out of the intrathecal space. They also reported that the pump was found to be functioning normally. Device was not returned.